Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to low blood glucose, coma on (B)(6) 2019 with blood glucose level was 26 mg/dl. Customer stated coma occurred due to over delivering. It was unknown that customer was using auto mode or not. Troubleshooting was performed for low blood glucose level. The devices will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to event has been updated in summary and provided with this report.

Event description:
The customer stated their daughter went into a coma after overbolusing with their pump. The customer now suffers from short term memory loss and had to learn to walk again. The customer was treated with insulin drip at the hospital.